Event description:
Power to the display screen continues despite the telephone communication cable being unplugged whenever the scan size is 0.7 mm or less. At 0.9 mm and up, the "check communication and cables" error code appears on the display screen. Lasting was occurring at 10 watts without scanning caused minor char (larynx), dr immediately stopped. The pt was not seriously injured. Medical devices problem report form was filed with canadian health ministry bureau of compliance and enforcement.